Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump touch screen was scratched and became intermittently unresponsive. There was no reported impact to customer's blood glucose. Customer declined to trouble shoot with tandem technical support or provide further information.